Event description:
A report of a precision system explant was received. No further information is available at this time.

Manufacturer narrative:
The explanted devices will not be returned for evaluation.